Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated they tried changing the battery, but insulin pump did not accept any battery she was inserting. Customer stated that there was a huge crack on the battery compartment side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, active current measurement and displacement test. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. The test p-cap locks properly in place in the reservoir compartment noted. Device received with a high sleep current measurement, problem isolated to the electrical board. Device received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads.